Event description:
The advocate called on behalf of the customer. She stated the customer tested her blood glucose and received readings of 307, 437, 444, and 503 mg/dl using her contour meter. The customer retested using another contour meter and received a reading of 107 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The phone call was disconnected before customer service could gather any customer or product info. No product will be returned.

Manufacturer narrative:
The caller did not provide the meter serial number, so it was not possible to determine the MFR date.